Manufacturer narrative:
Additional information provided confirmed that approximately three years and ten months post deployment of a 23mm sapien xt valve in the aortic position via transfemoral approach, the patient had presented with severe and symptomatic central aortic insufficiency. A second valve was implanted which resulted in trace pvl. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the worsening cai three years and ten months post implant cannot be determined with the available information but have been due to the factors mentioned above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately four years post deployment of a 23mm sapien xt valve the patient presented with aortic insufficiency. A valve in valve procedure is planned.